Manufacturer narrative:
It was reported by customer that line broke, not sure if its due to optima or if its due to the alaris line. One sample infusion set 2426-0007 was received with a sample of an optima connector. Visual examination of the sample did not indicate any damages or abnormalities. The sample was then primed and examined for leaks, air-in-line or occlusions. No issues were identified. The sample was then subjected to a simulated infusion at a rate of 125 ml/hr. There was no sign of leakage, air-in-line, or occlusion. The customer complaint of component damage could not be verified. A root cause for the reported failure was not determined because the failure was not replicated.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that line broke, not sure if its due to optima or if its due to the alaris line.